Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, the analyzer reported a bipolar impedance of 90 ohms. After connecting to the generator, the bipolar lead impedance was <200 ohms with low r wave sensing. Unipolar sensing and impedance values were normal. The physician elected to keep and utilize the lead.